Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported air bubbles in the cartridge. She confirmed appropriate technique for filling and loading the cartridge. The pt denied the presence of air bubbles prior to placing the cartridge into the pump. She reported that there were no leaks of insulin from the cartridge either at the plunger end or the luer lock end, no moisture in the cartridge compartment. The pt noted that her blood glucose was 313 mg/dl the morning of this report, she denied symptoms of hyperglycemia but said that she was positive for ketones. The pt stated that she delivered correction bolus of insulin and replaced the cartridge. There have been no further reports of issues with the cartridges or with her blood glucose.